Manufacturer narrative:
(B)(4). Sample will not be returned.

Event description:
It was reported that the procedure was being performed on a (B)(6) female patient with attempted suicide and therapeutic hypothermia administered and was receiving propofol. During placement into the patient's left subclavian in the ICU, the lidocaine ampule shattered when the nurse practitioner was attempting to snap the top off and the broken glass penetrated the gauze and her gloved hand. She removed small particles of glass from the site of the injury and noticed substantial bleeding. The nurse practitioner double bandaged her thumb, while noticing that there was a loss of sensation in the thumb. She elevated her hand for five minutes, holding pressure to the laceration. When she continued with the procedure after approximately 10 minutes, the loss of sensation in her thumb caused her to advance the guidewire only 27cm, not 30 as she normally does. The patient's heart rate increased to 187 and she was experiencing svt which was attributed to the catheter insertion somehow, although that would have been more likely, according to the inserter, if the wire was advanced too deep rather than too shallow. There was a 10 minute delay in treatment with no harm to the patient, no patient death, and no patient complications were reported. The patient outcome was stable.